Manufacturer narrative:
It was reported that the patient's indwelling urinary catheter dislodged with the balloon deflated. Re-catheterization was required. According to the facility, the patient stated that the medline catheter was uncomfortable and "continued to fall out". The facility indicated that a catheter from a different vendor was placed afterward. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient's indwelling urinary catheter dislodged with the balloon deflated. Re-catheterization was required. According to the facility, the patient stated that the medline catheter was uncomfortable and "continued to fall out". The facility indicated that a catheter from a different vendor was placed afterward.

Manufacturer narrative:
Update to d9, h3, and h6. After further investigation, it was determined that a sample was returned to the manufacturer on 1/7/26. The evaluation included testing of the actual/suspected device, a review of production records, and a trend analysis. The investigation identified a material problem, as longitudinal tears were present on both balloons, and the reported issue of balloon deflation was verified through visual assessment of the returned samples. A leakage/seal problem was identified. Functional testing was performed by attempting to inflate the balloons with 10 ml of water; the balloons were no longer functional and were unable to retain water, confirming the reported issue. However, despite the confirmed malfunction, the cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.